Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an infection in their right arm the patient developed lumbar osteomyelitis. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted to address the issue.

Manufacturer narrative:
The report stated that the patient¿s system was explanted as the patient opted to have lumbar surgery. Analysis of the returned ipg found no physical anomalies and it successfully communicated with all lab utilities.